Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 400 mg/dl at the time of the incident. The customer¿s other blood glucose level was 383 mg/dl. The customer was treated with the syringe. The customer was using the automode during the high blood glucose event. The device will not be returned for the analysis.